Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Corrective/preventative action # (B)(4) (CAPA) has been initiated. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 0167556. Manufacturing ((B)(4)) will be notified of the observed issue. A review of the device history record was completed for batch# 0167556. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Examination of the photo indicates that the needle assembly unit was not attached to the printed barrel. There did not appear to be any damage to the tip of the barrel, core pin damage, or damage to the syringe. There doesn¿t appear to be excessive adhesive on the hub to cause the shield to be difficult to remove. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0167556 was reviewed and zero quality notifications were written for issues relating to the assembled syringe defect. The syringes were assembled from 10aug2020 thru 11aug2020. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection every hour: needle assembly not fully seated or improperly seated on barrel tip: hub to barrel gap measurement (pin gauge used when deviation is suspected). Visual inspection every hour: missing component. Visual inspection every hour: damaged / defective components. Functional inspection every 2 hours: hub removal force. If a defect is found during an inspection a quality notification is initiated notifications and maintenance dispatch (l2l) was reviewed, and no dispatches or notifications were created from 10aug2020 thru 11aug2020 that would cause the needle assembly unit to become unattached. Root cause: root cause for this defect cannot be determined.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer (animal clinic) reported about needle/shield separation from the barrel.